Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged meter issue started on an unspecified date/time in the previous month. On an unknown date/time after the reported issue began, the patient claimed that she developed symptoms of dizziness and thirst. The patient reportedly administered self-treatment by taking an increased dose of medication. The patient took an unspecified dose of novolin insulin that she increased by 5 units. On the day prior to original date, at 9:30 am, the patient's blood glucose was testing on a doctor's/clinic's meter and a result of "256 mg/dl" was obtained. The patient claimed that she was treated with 5 units of novolin insulin. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and if the patient made any changes to the regimens because of the alleged meter issue. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with hyperglycemia after the alleged meter issue began. The patient also mentioned that she received insulin treatment from a health care professional after the issue started.